Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm attached an intra-aortic balloon (iab) and trainer. The iabp autofilled and pumped successfully. The stm put the unit into service mode and found no error codes or faults. The iab and trainer were attached again and the unit ran correctly. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had several disconnected alarms while the intra-aortic balloon (iab) was attached. All lines were secure and there were no indications of a leak. The patient was switched to a cardiosave iabp with no issues. No patient harm, serious injury or adverse event was reported. The cs300 was brought to the biomed awaiting evaluation.